Manufacturer narrative:
The patient's age, gender, weigh and date of event estimated since the actual information was not provided. No sample or lot number provided so DHR review and sample evaluation not possible. There have been no other reports of low tack on the tube wrap for this product over the last 3 years. IFU states "before applying the wrap to the et tube, make sure the et tube is dry and free of any residue". The reporter stated that it is an oral cavity so it is not necessarily clean or dry. Hollister cannot confirm the lack of tack on the anchorfast guard tube wrap. An appropriate medical device problem code option was not available. A suggested term would be "securement device allowed slippage".

Event description:
It was reported that the et tube wrap on the hollister anchorfast guard oral endotracheal tube fastener was only somewhat sticky and only in a small area. The patient self-extubated and required reintubation. The clinician stated that the et tube was not necessarily clean or dry when the tube wrap was applied since it was in use near the oral cavity.

Manufacturer narrative:
The patient's age, gender, weigh and date of event estimated since the actual information was not provided. No sample or lot number provided so DHR review and sample evaluation not possible. There have been no other reports of low tack on the tube wrap for this product over the last 3 years. IFU states "before applying the wrap to the et tube, make sure the et tube is dry and free of any residue". The reporter stated that it is an oral cavity so it is not necessarily clean or dry. Hollister cannot confirm the lack of tack on the anchorfast guard tube wrap. An appropriate medical device problem code option was not available. A suggested term would be "securement device allowed slippage".

Event description:
It was reported that the et tube wrap on the hollister anchorfast guard oral endotracheal tube fastener was only somewhat sticky and only in a small area. The patient self-extubated and required reintubation. The clinician stated that the et tube was not necessarily clean or dry when the tube wrap was applied since it was in use near the oral cavity.